Manufacturer narrative:
The ICD and the lead under complaint remained implanted to date. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned follow-up data from october 29th, 2025 has been inspected. The iegms indicate that the reported noise may be related to a potential insulation damage of the rv lead. However, based solely on data analysis the root cause is not determinable. The data do not indicate an ICD malfunction. Analysis shows that 110 charging cycles were performed by the ICD in 3.5 hours. Based on this information, it is reasonable to assume that the eos status was activated due to this fast successive charging of defibrillation shocks within a short period of time. It is therefore plausible that the battery is not depleted. However, no ram dump of the ICD was returned for analysis, therefore, no conclusion can be drawn regarding the battery status. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. Based on the available data, a lead damage is suspected. The data do no show any indication of an ICD malfunction. Should further relevant data or the devices become available for analysis, this report will be updated.

Event description:
Patient came in with complaint of multiple shocks, so an interrogation was done. Upon interrogation it was found that the patient has received 68 inappropriate shocks due to noise on the rv lead and the device reached eos. Should additional information be received this file will be updated.